Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose, with blood glucose levels in the 30 mg/dl range at the time of the incidents. The customer was going low at night and was wondering if they have different basal rates at night. The customer did not provide further details as they were in the hospital. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. The insulin pump will not be returned for analysis.